Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and numbness in her thighs. The patient was advised to turn the stimulation system off. In addition, the patient is to have CT scans performed. Follow-up information revealed the patient was prescribed pain medication. Further follow-up information revealed the patient continues to experience the issues. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.